Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer alleged the insulin pump was under delivering. The customer's blood glucose level was 285 mg/dl at the time of incident. The customer's another blood glucose levels were 385 mg/dl, 357 mg/dl and 197 mg/dl. The customer stated that the symptoms related to high blood glucose such as abdominal pain. The customer was treated with manual injection for high blood glucose level. The customer alleges pump was under delivering and running high blood sugars not going down with insulin pump. The customer was assisted with troubleshooting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.